Event description:
It was reported that the implantable cardiac monitor (icm) was protruding out the skin and migrated from the original position. A general practitioner had removed the icm and informed the patient¿s cardiologist about the removal procedure. The patient was stable throughout. The patient will be implanted with a new icm in future.

Manufacturer narrative:
Correction: 2017865-2025-64964: b5 was corrected to " it was reported that the patient's implantable cardiac monitor (icm) was protruding out of the skin and migrated from the initially implanted location. Eventually, the physician explanted the icm at an unknown date and the patient was in stable condition." Correction: 2017865-2025-64964: h6 - health effect - clinical code - should have been "2013 - pocket erosion" instead of "4582 - no clinical signs, symptoms or conditions." And medical device problem code - should have been "2993 - adverse event without identified device or use problem" instead of "1395 - migration or expulsion of device".

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was protruding out of the skin and migrated from the initially implanted location. Eventually, the physician explanted the icm at an unknown date and the patient was in stable condition.